Event description:
Provider alleges consumer was at her car and transferring into the car when the unit allegedly tipped sideways with the consumer in it. Provider also alleges there were two other times the consumer was outside and the unit allegedly tipped over with the consumer in it.

Manufacturer narrative:
Unit was evaluated in the field. Per tech: after evaluation the unit, unit is functioning properly.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was at her car and transferring into the car when the unit allegedly tipped sideways with the consumer in it. Provider also alleges there were two other times the consumer was outside and the unit allegedly tipped over with the consumer in it.